Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose level of 37 mg/dl. The customer reported a couple events of hypoglycemia while waiting for the transmitter that¿s on back order. The customers spouse has treated both instances with glucagon. The customer states last night after dinner the spouse saw her fall and was not responsive. The spouse administered glucagon and the blood glucose level was 37 mg/dl. The next event was this morning had an accident. The blood glucose level was 120 mg/dl when leaving and was given glucagon again and blood glucose level was 45 mg/dl. The customer declined troubleshooting for the low blood glucose level. The insulin pump will not be returned for analysis.